Event description:
It was reported that over the weekend, the patient had a terrible time walking and experienced fluttering in the arms. The patient discovered that the therapy was off, turned it back on, and began to feel better but did not know how it had been turned off. The patient realized how effective the stimulator was once it was no longer working and experienced "jello legs." The patient requested instructions on how to use the equipment to check the ins charge level. The agent reviewed how to use the handset, communicator, and recharger. The patient's ins charge level was at 100%. The troubleshooting steps taken during the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient stating that they were going to the doctor this afternoon to get device checked out.